Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 3.2mm drill bit broke off inside a pedicle during a posterior lumbar interbody fusion (plif) at l4-l5 on (B)(6) 2017. As the surgeon was drilling a pilot hole into the pedicle, the bit broke off where the bit connects with the drill guide ¿a cannulated portion of the bit. The broken drill bit fragment was easily retrieved from the pedicle and nothing was left behind. There was an approximate two (2) minute surgical delay. Another bit was available for use. No additional x-rays or other medical intervention was required. The procedure was successfully completed with the patient in stable condition. Concomitant devices reported: drill guide graduation piece (part #03.614.011, lot #unknown, quantity 1), turn-to-lock drill guide (part #03.615.031, lot #unknown, quantity 1), unknown power drill (part #unknown, lot #unknown, quantity 1). This report is 1 of 1 for (B)(4).